Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73a1500101 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after the second staple was placed, the stapler stopped firing and jammed. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, closed in a bag; not in original packaging, lot # was not confirmed with sample, stapler was received with remaining staples. During visual inspection all components looked well assembled, no stuck staple in tip of the cartridge. Functional inspection was performed. No quality issues were found. Sample received did not confirm the defect reported by the customer stuck in stapler during visual evaluation. A functional inspection was performed with remaining staples; (B)(4), the device worked properly. Therefore, a corrective action is not required at this time. Also all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: after the second staple was placed, the stapler stopped firing and jammed.the patient's condition was reported as unknown.